Event description:
It was reported to boston scientific corporation on may 28, 2007, that two days after the placement of a wallflex enteral colonic stent, the patient went "to emergency services due to sick feeling and vomit(ing)". "Radiological images showed (a) perforation" and "emergency surgery took place". In 2007, a wallflex enteral colonic stent was placed for palliation. Two days later, the patient reported nausea and vomiting as a result of a perforation at the insertion site (sigmoid colon, tumor level). A hartmann procedure was performed the same day. Following surgery, the patient had the following complications: "bleeding with re-operation, intro-abdominal abscess and sepsis". The "patient is now stable and waiting for discharge".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis are in progress; results will be supplied in a follow-up medwatch report.